Event description:
Rotaflowcentrifugal pump system malfunctioned during perfusion while the heart was crossed clamped. Hand-cranking was instituted for approx one minute and one minute and 45 seconds of interruption of flow was required to removed and replace the pump. During this time, the bis anesthesia eeg monitor showed flat line eeg, which promptly returned to normal with re-institution of flow. Procedure completed uneventually.